Event description:
When the nurse attempted to hang her dexamethasone, medication continued to drip at a wide-open rate even when tubing was clamped and on the pump. All new tubing, saline and dexamethasone obtained, and no further problems were experienced. The set was never hooked up to the patient and no harm was caused.